Event description:
The account alleged that the brakes will set from the foot end but not from the head. No patient impact.

Manufacturer narrative:
The account inspected and found the sims screw in the head end rocker linkages were missing. Technician faxed the account the page for the corner brake and steer to show them the parts they need. Three attempts have been made regarding a resolution to this contact line, with no response. No further information is available on the repair of the bed at this time.